Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that both himself and son, are users of the ilet, and have repeatedly woken up to find the cartridge and tubing disconnected and outside of the pump on four separate occasions. This resulted in elevated morning blood glucose (bg) readings. The user was using a contact detach steel infusion set. The user suggested that there need to be a lock or sensor to detect when the cartridge is not in place, as well as a snack option feature. Blood glucose (bg) reached 442 mg/dl, and levels were corrected by reconnecting the cartridge and tubing to the ilet. The user's symptoms included nausea, thirst, increased urination, and headache. No prolonged out-of-range period, outside assistance, or medical intervention was required.